Event description:
It was reported that the lead exhibited intermittent sensing and intermittent loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: a short in the lead due to damaged inner insulation was found in the connector region. The damage is consistent with the complaints of capture anomaly and sensing anomaly. The inner insulation damage is consistent with overtorque of the inner coil during the surgical procedure.